Event description:
A site representative, stealth coordinator, reported an inaccuracy with the leica microscope hud focal plane identified while in a procedure. It was noted that the leica focal plane was short 'a few cm", no specific measurement was provided. The leica microscope video is showing that they are in the brain; however, the cross-hairs are showing that they are on the skin of the patient scan. Following trouble-shooting with a medtronic representative, the procedure was completed using the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. No parts, or patient files, have been received by manufacturer for evaluation.